Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Note, the event date (15-jun-2017) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with implant of two ventralex st mesh (device 1 and 2). Per operative notes, ¿a palpable hernia in the superior aspect of the abdomen was reduced and ventralex st mesh (device 1) was placed. Several small adhesions to edge of hernia was lysed. A separate inferior ventral hernia with sac was reduced and small ventralex st (device 2) was placed and sutured in place.¿ 2017- present ¿ patient had severe pain due to mesh and had to undergo additional surgery due to mesh defect and failure also attorney alleged that patient had hernia recurrence, adhesion, pain.